Event description:
The hospital biomedical engineering technician reported that while emergency medical team (emt) staff were moving a patient into the room, the monitor was moved, and it fell from the wall with the gcx mount attached.

Manufacturer narrative:
The hospital biomedical engineer technician reported to the philips field service engineer (fse) that while emergency medical team (emt) staff were moving a patient into the room, the monitor was moved, and it fell from the wall with the gcx mount attached. There was no patient incident or injury. A follow-up call was placed to the fse, who confirmed that the issue was the result of incorrect assembly of an adapter plate to the gcx mount to allow it to be mounted to the hospital's amico rail. The incorrect screw length (too short for adequate engagement in the mount) and incorrect thread type (fine thread instead of coarse machine thread) were used by hospital medical equipment staff to mount the adapter plate to the gcx mount. When the monitor was moved, the screws pulled out of the threads in which they were minimally engaged. The fse reported that the hospital's medical equipment staff will be re-tapping the threads on all 7 of the mounts that they had incorrectly attached to adapter plates. The hospital will also install gcx 6" wall channels to attach the mounts to (rather than attempt attaching them to the amico rail again). The fse said that the hospital's medical equipment staff has taken responsibility for this issue, and that no further action is required of philips. The fse also reported that there was no damage to the monitor, as the nurse was moving the monitor at the time hardware failed. This is not being considered a philips device or gcx mount malfunction. No further investigation or action warranted. (B) (4)